Event description:
The customer reported that the device would hang up. Additional information received from the philips field service engineer indicates that the device would crash after using for 5 minutes. The screen would stay at a static state. There were no error messages displayed onscreen. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.